Event description:
I started treatment on (B)(6) 2022 for tms. I stopped treatment on (B)(6) 2022 because I became suicidal and couldn't sleep. The doctor's office was difficult to get a hold of. They had a service in india answering phones. They lied to me over and over again. When I finally got a hold of the doctor, she recommended I increase my sleeping medication. However, I was at the highest dose, which she would have known if she looked at my chart. She said she would contact the "rxing" doctor. She never did. I called her daily for 5 days and she didn't get back to me for 5 days. She, dr. (B)(6) didn't see how big my problems were. I finally got an email address for the secretary, but only after numerous calls. As a medical professional, I had high hopes for this treatment. I never dreamed I would get treated so horribly. After very little sleep for a week, I had horrible anger outbursts, horrible cruel thoughts about people I love and awful headaches. I still have so many problems. I still can't sleep without medication. I can't read like I used to. I used to love to read and now, it is almost impossible. I so wish I had known this could happen. And I wish my doctor was more available. I didn't know what was happening and thought I would kill myself. She didn't seem to care. And their answering service people in india continued to lie when I called. The machine was brainsway. I hope others don't have to go through this. My friend finally figured out that my brain thought it was still going on. Through energy work, she was able to turn it off. I still have lots of problems unfortunately. No one seems to care or have answers.